Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. Two taxus express2 2.5x16mm drug eluting stents were placed in 2005; oine in the right coronary artery (rca) and one in the left anterior descending (lad) artery. About 8 months later the patient was admitted for weakness, shaking and a two day history of abdominal pain and diarrhea. While in the hospital, the patient developed chest discomfort and was seen by cardiology. Twelve days after admission, the patient went to the cardiac cath lab where it was discovered the patient had an 80% stenosis just proximal to the previously placed stent in the lad. A taxus express2 2.5x8mm drug eluting stent was deployed overlapping the previoiusly placed stent with excellent results and no residual stenosis. A loading dose of plavix was given post procedure and prescribed for follow-up. The patient was discharged from the hospital two days later. Six days later the patient was brought back by paramedics after being found on the floor by the spouse. Patient was found to have an acute anterior wall mi. The patient had no symptoms of chest pain, dyspnea or diaphoresis. The patient was complaining of generalized weakness and dizziness and was diagnosed with acute stent thrombosis and cardiogenic shock. The patient was taken directly from ER to the ccl where they discovered the ostium of the lad was 100% occluded. While in the ccl the patient lost their pulse and CPR was initiated but the patient was not able to be resuscitated.